Event description:
Initial info received on 25 mar 2009: driver tips were worn. Additional info received via telephone on 31 mar 2009: the sales representative reported that during a kit inspection it was identified that the tips were worn. There were no issues with any surgeries. Upon investigation of the returned product on 21 may 2009: the threaded tip of the driver is broken. This malfunction has been associated with an adverse event in the past. There was no pt involvement.

Manufacturer narrative:
There was no pt involvement. Product is an instrument and not implantable. A review of the device history record indicates the part met specification. Visual examination of the returned instrument indicates the threaded rod tip is broken. An engineering investigation determined the cause to be the instrument design is not optimal for the intended use, and resulted in a redesign of the instrument.